Manufacturer narrative:
(B)(4). Batch # p9389w. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled it was found that there was a cracked internal component; the y-link. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that the harhd36 was being used for a case. No issues - bulky vascular uterus - fair bit of back bleeding - 200ml. Near the end of the case, gen 11 alerted "remove device from patient - push next - clean device - test device - replace instrument". Instrument replaced - case completed with no issues. No patient consequence.